Manufacturer narrative:
(B)(4). Concomitant products: guide wire: abbott floppy; sheath: destination cross over sheath. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat restenosis in the distal popliteal with mild tortuosity, mild calcification and 70% stenosis, pre-dilatation was performed with a 5.0x30 mm fox sv percutaneous transluminal angioplasty (pta) catheter. After the 3rd inflation, the balloon ruptured at 20 atmospheres. A non-abbott dilatation catheter was used to complete pre-dilatation of the lesion. A supera stent was successfully implanted. There was no adverse patient effect and no clinically significant delay in the procedure. The patient is doing well. No additional information was provided.